Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that pump exhibited a no cassette attached properly, reattach cassette alarm. No patient injury was reported. Operator of device is unknown.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported issue was duplicated during the investigation as, during the functional test, the device alarmed for (cassette not properly attached) and the downstream occlusion sensor failed calibration. Root cause of the reported issue is unknown, but the downstream occlusion sensor was found to be inoperable. Recommend that the downstream occlusion sensor be replaced. A non-conformance report (ncr) was created to address the incorrect/no cassette/disposable detected issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 23-nov-2022 via email and attached in the complaint object. There was no patient involvement with this pump, the issue happened during testing. No further information is available for this complaint.